Event description:
A device used in a lap chole case w/dr; when md went to apply clips, the clip crossed on vessel. The second clip didn't securely hold on vessel. Md was able to pull clip off. Multiple clips fell into the patient and had to be retrieved. Clips didn't seem to be fully secured into the jaw mechanism while md was dissecting. Second time this has happened."

Manufacturer narrative:
In the absence of this subject device, it is not possible to determine the cause and failure mode. We have reviewed the device history record of this device and found no deviations or discrepancies in our standard manufacturing and testing procedures. As a result we are concluding our investigation and closing this incident file. This report represents our initial and final report.